Event description:
It was reported to resmed (B)(4) that an astral device displayed error messages 118 and 218. Errors 118 and 218 result in an alarm which notifies users to the malfunction. The device was not in use when the fault occurred, therefore, there was no pt involvement.